Event description:
Additional information received from the customer stated that the procedure was laparoscopic repair ventral hernia, and it was completed with a similar device without delay and with no patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on b5, h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and it was determined that poor communication occurred due to a cable failure, and the image was not displayed. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned her olympus 4k autoclavable camera head due to the unit producing a blurry image during a procedure. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image at all due to a faulty cable. This report is being submitted to capture the lack of image noted during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted, while there was not a blurry image, there was no image at all due to the faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.